Manufacturer narrative:
Lot number was not provided. (B)(4). Field service specialist visited the account to check the chair and no issues were found. System not tested beyond chair functions. Patient chair meets amo specifications. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was suction loss while laser firing. Patient was re-scheduled and completed (B)(6) 2017. The account mentioned that surgeon moves the joystick (x & y) position after applanation, that patient head is not always turned away enough and the nose comes in contact with the loading deck and that too much meniscus is left. They also stated that some patients get very nervous. It was also reported that although the surgeon is aware of the suction loss protocol this is not always followed. The patient did not experience loss of best corrected visual acuity (bcva).